Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The high blood glucose event 400 mg/dl that prompted a "check infusion set" alert, leading to replacement of two infusion sets. The event involved mmt-7040ma,mmt-431ag,mmt-1884,mmt-342. The customer, who is sensitive to insulin, administered several correction boluses and subsequently experienced low blood glucose, treated with gatorade. The customer also noted a bump/lump at the infusion site. Troubleshooting was performed and was using the insulin pump system with auto mode/smartguard active within 48 hours prior, and reported accurate pump programming and normal set change procedures. The customer declined further troubleshooting and was advised to monitor blood glucose and contact their healthcare provider if needed. No product replacement or return was required. No further patient complications were reported. Mmt-7040ma,mmt-431ag,mmt-1884,mmt-342 were not expected.